Manufacturer narrative:
The revision reported in experience may have been the result of axial rotation mismatch between the femoral component and the tibial components; which led to offset/asymmetrical contact between the femoral cam and the ps tibial insert spine; resulting into edge loading. Such phenomenon likely resulted in decrease of the transversal section area of the tibial spine due to cold flow and/or wear; which precipitated the fracture of the tibial spine. However, this cannot be confirmed because the device was not available for evaluation.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision of tibial insert due to broken implant. The post has broken off from the poly. Patient outcome was good in the end. We switched the broken poly with a new one.